Event description:
It was reported that during panniculectomy procedure, the surgeon stated when he was firing the clips the inner part of the jaw was cutting tissue and causing minor bleeding. This was far more of a nuisance to the surgeon than a bleeding problem. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the multiple clip applier mcm20 was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. Although no conclusion could be reached based on the analysis results as to what may have caused the reported event, a change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Compliant info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.